Event description:
Country of complaint: (B)(6). Customer has advised that the needles seem more difficult to penetrate the skin than normal. Also 3 patients present with what appears to be a reaction to the suture from one surgical session. There appears to be a coating on the suture.

Manufacturer narrative:
U.s. Reported agent notified on: (B)(6) 2015. Manufacturing site investigation: evaluation on-going.